Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed the balloon has a pinhole 12mm from the proximal markerband. There is tip damage. There are numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for pre-dilation and was initially inflated at 14 atmospheres for 30 seconds. However, during the second inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.